Event description:
Related manufacturer ref: 3008452825-2021-00033. Following the procedure, a pericardial effusion was diagnosed via echocardiogram that was compatible with heparin treatment due to the endo-epicardial approach. The patient was noted to be hemodynamically unstable and a pigtail drain was conducted to stabilize the patient. There were no known performance issues with the devices that contributed to the pericardial effusion.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one quadripolar, uni-directional, curve d, flexability ablation sensor enabled catheter was received for evaluation. The catheter could not deflect fully when actuating the steering mechanism and the curve dimensions did not meet specifications. The catheter handle was opened and excess slack was noted in the pull wire, consistent with the deflection issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deflection issue and pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.